Event description:
Cracked lead required replacement. Pt was admitted 10/4/55 with left precordial pain. Pacemaker is 6 1/2 years old. Ventricular lead impedence was 480. The records revealed that the original resistance was 751. This is considered significant change in resistance and may indicate an insulation failure of an incomplete nature.